Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that a screw was missed at repair by a 3rd party. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope scope light not working during preparation for use. Upon inspection and evaluation, bending mesh screw missing from the bending section. In additional the pc board srews were found missing. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition to the findings mentioned in b5, the following findings were noted during device evaluation: rfid label peeling, leaks between the air/water and instrument channel, dents and scratches found throughout the device, open cut and pinhole on switch button 1, poor/dark image due to one light guide bundle is off, no glue around nozzle and pin, low left/right angulation and air/water cylinder is deformed. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.